Manufacturer narrative:
A product investigation is in progress.

Event description:
Pieces of tampon being left behind- vagina [foreign body in reproductive tract] tampon breaking down [device breakage]. Case description: consumer reported via e-mail that pieces of tampon are left behind and breaking down. No serious injury reported.

Manufacturer narrative:
On (B)(6) 2021 no failure could be identified as a result of the investigation.

Event description:
Pieces of tampon being left behind- vagina [foreign body in reproductive tract]. Tampon breaking down [device breakage]. Case description: consumer reported via e-mail that pieces of tampon are left behind and breaking down. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pieces of tampon being left behind- vagina [foreign body in reproductive tract]. Tampon breaking down [device breakage]. Consumer reported via e-mail that pieces of tampon are left behind and breaking down. No serious injury reported.

Event description:
Pieces of tampon being left behind- vagina [foreign body in reproductive tract] tampon breaking down [device breakage]. Consumer reported via e-mail that pieces of tampon are left behind and breaking down. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2021. An investigation is in progress for returned product received on 17-jun-2021. Lot code updated per return.